Event description:
It was reported that a nurse observed exudate leaking from the dressing but the dressing had not absorbed any exudate. She noted maceration around the periwound from the exudate. Used on a non healing cancerous wound and another on a sinus wound.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. An investigation into the manufacturing paperwork associated with this product code and lot has been carried out. This review detailed that manufacture of the product had occurred in accordance with defined procedures and specifications. No record of any problems occurring during manufacture of the product have been made which may be related to this complaint. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿the most recent customer response states, there was "nil maceration observed", "only one wound" and "this is a chronic, ongoing wound with nil changes." Based on the provided information, no further clinical assessment is warranted. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.